Event description:
Country of complaint: (B)(6). The clip is getting stuck after releasing/opening the handle inside the device. Also, when working fast, the clips which already have been placed inside the skin are getting ripped out of the skin.

Manufacturer narrative:
Evaluaion on-goin at original MFR. Site.